Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Max rv threshold steady between 1.75 and 2.25 volts throughout record with a spike of 2.5 volts on (B)(6) 2015.

Event description:
It was reported that a lead integrity alert (lia) was triggered due to an elevated sensing integrity counter (sic) and non-sustained tachycardia episodes. The episodes show electromagnetic interference with evidence of 60-cycle noise. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2016 it was additionally reported that the patient experienced anxiety. An interrogation showed the right ventricular (rv) lead triggered a lead integrity alert (lia) for non-physiologic oversensing and high rate non-sustained episode of noise. Low impedance was subsequently measured consistent with an inner insulation issue. The detections were programmed off. It was further reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The atrial lead had intermittent over sensed noise as a result of underground home outlets. Currently, the ICD device and both leads remain in use. However, the patient was referred to another physician for lead and device extraction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis found the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner insulation of the lead became breached due to a rupture while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was additionally reported that there was a possible fracture of the right ventricular (rv) lead. The rv lead, right atrial (ra) lead and implantable cardioverter defibrillator (ICD) were explanted and replaced with a competitor product. No patient complications have been reported as a result of this event.